Event description:
Spider wire basket would not advance during procedure. Another device obtained. No patient harm.====================== manufacturer response for spider fx, covidien (per site reporter).====================== will provide new device.